Manufacturer narrative:
(B)(4). Device evaluation summary: two unopened samples of product code w8802, lot lej219 were received for analysis. The complaint sample was not returned for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the samples received, no performance pull off suture needle were found, and the tested sample met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number lej219 - xzw880219, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mlj821 mfg. Date - 10/15/2018 exp date 9/30/2023, batch lej219 mfg. Date 5/29/2017 exp. Date 4/30/2022, batch mhr806 mfg. Date 7/16/2018 exp. Date 6/30/2023, batch mjh879 mfg. Date 8/21/2018 exp. Date 7/31/2023. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Representative samples returned to support investigation of 4 devices captured in reports 2210968-2019-79773, 2210968-2019-79775 and 2210968-2019-79776. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent graft anastomosis on (B)(6) 2019 and suture was used. During the procedure, the needle detached from the thread. The patient was unharmed but it delayed the procedure. There were no adverse patient consequences reported.